Event description:
The patient has an scs system for off-label use. It was reported the patient plans to undergo surgical intervention due to experiencing discomfort at the ipg site.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.